Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 failed to fire a clip. Another clip applier was opened and fired appropriately to complete the case. There was no consequence to the pt.